Manufacturer narrative:
Update to PMA/510k, if follow-up, what type.  The device was returned to edwards lifesciences for evaluation inserted through an esheath. Kinks were present on the sheath and bav catheter from the packaging configuration. The returned device was visually inspected. Damage was seen on the sheath tip. The proximal portion of bav balloon was wrinkled. The bav catheter was able to be removed from the sheath after flushing the sheath. No relevant dimensional analysis was able to be performed due to the nature of the complaint. During device history records (DHR) review, the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint were reviewed and none of the work orders revealed any issues that may have contributed to the reported event. Review of history for the related lot revealed no similar complaints. A review of the complaint history from november 2017 to october 2018 for the edwards transfemoral balloon catheter (all sizes and models) revealed other similar complaints with device returned that were confirmed.  But no potential manufacturing non-conformances that would have contributed to the reported events were identified. Available information suggested that patient/procedural factors review of complaint history revealed that the monthly occurrence rate did not exceed the control limit for the applicable trend category. The instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage and no deficiency was identified. During manufacturing, the balloon is inspected for size, burrs, and damage under magnification. Bav final assembly inspection for physical damage and guidewire lumen is performed. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. During product verification (pv), functional testing is performed. Samples from the related lot underwent and passed pv testing. These inspections during the manufacturing process support that it is unlikely that a defect in manufacturing contributed to the complaint event. The complaint for balloon catheter ¿ withdrawal difficulty through sheath was confirmed. However, investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Damage to the devices suggests that the balloon material got caught on the sheath tip, contributing to the complaint event. Retrieval of the bav catheter in the patient¿s tortuous access vessel can lead to non-coaxial retrieval of the bav catheter into the sheath, causing the balloon material to catch on the sheath tip opening. Available information suggests that patient factors may have contributed to the complaint event. No manufacturing non-conformances and no labeling/training/IFU deficiencies were identified during this evaluation and the occurrence rate did not exceed the complaint control limit. As such, neither a product risk assessment escalation, nor corrective or preventative action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-04758.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. UDI (B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the 29mm sapien 3 case by transfemoral approach in aortic position, balloon aortic valvuloplasty (bav) was done with the 25mm edwards balloon catheter. However, it was not possible to get the balloon back into the esheath. Several maneuvers were attempted but the balloon did not enter into the esheath. It was then attempted to remove sheath and catheter together. The sheath was removed (still on the catheter) but the balloon remained in the patient. This was left for the moment and a new access was done with a cook sheath. The sapien 3 valve was successfully implanted, but post deployment the blood pressure went down. An annulus rupture with consecutive ventricle rupture was detected. The patient was converted to surgery in order to repair the annulus rupture and at the same time the vascular surgeon attempted to remove the balloon catheter from the groin. A bentall procedure was performed but during reperfusion, the ventricle started bleeding again and treatment was stopped. The patient died.